Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on 06-jul-2016. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017- patient was diagnosed with initial reducible ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per op notes, ¿the hernia defect was identified in the umbilical region and was repaired by placing a ventralight st using echo ps and tacked with capsure device¿. (B)(6) 2019- patient was diagnosed with abdominal pain, midline fascial defect, thereby underwent laparoscopic repair. Per op notes, ¿several adhesions of omentum to the ventralight st using echo ps was noted which was taken down. The mesh was well incorporated and there was no hernia recurrence. Through the midline incision, fascial defects were noted and repaired with sutures¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers, implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g6, h2, h4, h6, h10, h11 corrected fields: d1 (brand name), d.6a (date of implant), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.